Event description:
Attorney alleges in 2004 the pt was rewired at hosp. When the procedure was completed, the device was left on with no provisions made to have someone turn it off. As a result, the pt went into cardiac arrest, a code blue was called and their blood pressure went up to 234/191. No report of device explantation.